Event description:
Pt had four lesions treated during index procedure. One endeavor rx drug-eluting stent implanted to mid rca as treatment of the target lesion (ref MFR no. 2953200-2010-01343). It is reported that a dissection occurred during procedure. One endeavor rx drug-eluting stent was implanted to mid rca (overlapping) as treatment of complication/dissection after stent implantation to cover target lesion (ref MFR no. 2953200-2010-01344). One endeavor rx drug-eluting stent implanted to proximal rca (ref MFR no. 2953200-2010-01345). One endeavor rx drug-eluting stent implanted to 1st diagonal (ref MFR no. 2953200-2010-01346). One endeavor rx drug-eluting stent implanted to proximal lcx. It is reported that the pt suffered an acute non-stemi one day post index procedure. Investigator stated it was unk if a target lesion was involved. Investigator provided the following info "increase cardiac ensymes post dissection." In the investigator's opinion, the event was related to the study procedures. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year f/u.

Manufacturer narrative:
(B)(4): eval results: mi.